Event description:
This female patient had the following medical history: omi, lipid metabolism abnormality, diabetes and past history of pci. The target lesion was the proximal left anterior descending (lad). The vessel was an in-stent restenosis of a previously implanted pixel stent. The lesion was bifurcated. Aha/acc classification of the vessel was type b2. The lesion length 25mm and vessel diameter was 2.5mm. The procedure was an elective case. Heparin was administered for the procedure. Pre-dilatation was conducted with a 2.5 x 20mm balloon at 8atm for 15seconds. A 2.5 x 28mm cypher stent (lot number i0706106) was implanted at 18atm for 15 seconds. Post-dilation was not conducted. Ivus was not conducted. After cypher implant, 40% stenosis remained in the pixel stent distal to the implanted cypher stent. The residual % of stenosis for was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Three days after the procedure, the patient complained of chest pain with abnormal ECG. Coronary angiography was conducted and thrombus was observed at the distal portion of the implanted cypher stent in the proximal lad. To treat the thrombus, aspiration and balloon angioplasty were conducted. A 2.5 x 13mm zeta stent was implanted distal to the cypher for residual stenosis. Then iabp was inserted. A week later, the patient was still hospitalized, but the symptoms had disappered. The physician noted that the cause of the thrombotic event was because the stent was under-dilated and residual stenosis remained distal to the cypher stent.

Manufacturer narrative:
This device cjs 28250 (lot i0706106) is distributed outside the united states; however it is similar to the united states product cxs 28250. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.